Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error during prime test due to loose drive support disk. The motor was tested outside of the device and passed.